Manufacturer narrative:
Review of the submitted system controller log file revealed transient power elevations and confirmed the reported drop in estimated flow values was consistent with the time of the patient¿s reported stroke symptoms. The pump was returned assembled with the driveline severed approximately 6.5 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and cup. The inlet bearing cup had become unseated from its bore of the inlet stator and was present in this area. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. A non-laminated deposition was also found on the body of the rotor. The lack of laminated layering suggests that these depositions did not form at these locations. Although their origin and duration of time for which they were present in the pump could not be conclusively determined, the deposition found in the outlet stator had evidence of denaturation and the circumferential contact marks on the outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations would have potentially created additional resistance on the spinning the rotor, contributing to the observed transient power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A direct correlation between the evaluation findings of the returned device and the reported stroke, history of gastrointestinal bleeding and hematuria could not be conclusively determined. Device thrombosis, hemolysis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 69 days. (B)(4). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient experienced an acute onset of right hemiparesis and expressive aphasia. A CT angiogram of the head/neck and CT of the brain confirmed a stroke. The patient was not a candidate for tissue plasminogen activator therapy. The patient remained hemodynamically stable. Interrogation of the system controller by the healthcare professionals confirmed lower estimated pump flows, and no elevations in pump power. There was a concern by the lvad clinicians that the patient had a clot in the lvad circuit that embolized to the central nervous system (cns) circulation. The patient¿s system controller log file submitted to the manufacturer¿s technical services department for analysis confirmed low flow alarms that were during the same time frame of the stroke. It was reported that the patient has a history of hematuria and gastrointestinal (gi) bleeding previously unreported to the manufacturer. No additional information regarding these previously unreported events was received. On (B)(6) 2016, the patient underwent a pump exchange. Upon explant, it was reported that there was visual confirmation of thrombus in the pump. No additional information was provided.